Event description:
Surgery: arthroscopic anterior cruciate ligament using intellijet pump at 70 pressure with good flow, pressure decreased to 30. The floor was the same. Pt's thigh from knee to tourniquet was extremely swollen and rock hard. Pump discontinued immediately when tourniquet was discontinued. The leg and the thigh eventually became soft.